Event description:
The customer reported that the balloon was ruptured within a short time of using the button. There was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue. If a sample is received at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
The device history record (DHR) for lot number 2301723764 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation and the reported condition was observed. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.